Manufacturer narrative:
One device was received for evaluation. A review of the event history log was performed. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The downstream and upstream sensors were replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was an upstream occlusion. The event occurred while in use with the patient. There was a delay in infusion therapy.